Event description:
During placement of an iliac stent, the stent slipped proximally onto the catheter shaft. Attempts to withdraw the balloon and stent through the sheath were unsuccessful. The pt underwent a cutdown for successful removal of the balloon catheter and stent. Results from balloon inflation were satisfactory and no further treatment was required. The pt's condition is good. The device was destroyed by the user facility. Therefore, no failure analysis was available. No malfunction of the device was used noted. It was indicated this device was used to expand another MFR's stent in the vasculature. This is a non-indicated use of this device. Co's directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesion of native or synthetic arteriovenous dialysis fistulae... Certain sizes of the ultra-thin diamond balloon dilatation catheter are also indicated for deployment of the palmaz and the palmaz-schatz balloon-expandable stents for the biliary sys.. Any use for procedures other than these instructions is not recommended."